Event description:
Attempted to remove foley cath and fluid from balloon would not flow out even with syringe and suction. Urologist came and was also unable to remove until pt was taken to x-ray where foley was removed under fluoroscopy.